Event description:
The facility representative reported a flogard infusion pump with a failure code of 38. This event was reported to have occurred before use. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
. Device evaluation: the reported condition was confirmed during device evaluation. It was identified that the force sensing resistors (fsrs) were inoperative. The fsrs were replaced in order to resolve the reported issue. Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.